Manufacturer narrative:
(B)(4). Insulin pump received with minor scratched lcd window and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.